Manufacturer narrative:
Follow-up 1: investigation outcome. It was reported that the device generated a tf: 9432 alarm during ventilation. Additionally, a panel connection failure message was observed. The ventilator was exchanged, and no patient harm was reported. Hamilton medical ag received the device log files for analysis. According to the log file analysis, a panel connection lost alarm and tf9432 were recorded, along with additional technical faults. The issue could not be reproduced during the investigation the ip esm and vu¿ip cable were replaced, followed by testing and operational verification, and the device was subsequently returned to use. Hamilton medical ag considers this case closed.

Event description:
Hamilton medical ag received the following event description: it was reported that the device alarmed with several tf's (9432, 1617, 2438, 2453) and panel connection lost alarm during ventilation of a patient. The ventilator was replaced, no harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation ongoing.